Event description:
Event is ongoing. A 60 ml syringe, fluid leak through rubber stopper on plunger. Twelve out of twenty leaked. Minimal pressure used. Solution saline 0.9% leak while withdrawing solution and also while pushing solution out of syringe.